Event description:
It was reported when using the bd vacutainer® urine collection cup, the device experienced missing label information. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: anomaly because no protective label on the transfer needle so no more information on the lot and date of expiry.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for label lift was observed, as two (2) labels were observed on the urine cup lid. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of label lift based on the returned photo. Bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® urine collection cup, the device experienced missing label information. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: anomaly because no protective label on the transfer needle so no more information on the lot and date of expiry.